Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was no longer taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb.